Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the head of the locking screw remained in the locking compression plate during the removal on an unknown date. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination of the raw material testing certificates and the manufacturing papers of the plate showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. The damaged screwdrivers and the completely stripped stardrive recess indicate that this screw head was blocked and could not be removed, even with excessive forces. The cause is unknown; too much mechanical force while tightening may have caused the problem. Another possible reason could be instable fracture which led to micro movement which can cause such fretting as well.